Event description:
It was reported that in the operating room during the first attempt at inserting the needle for the arterial line into the right femoral artery of the pediatric patient, the blood back flow was seen but the swg could not be removed from the tip of the needle. A second attempt, changing the anatomical insertion site, similarly the blood back flow was seen but again the swg did not come out from the tip of the needle. A third time, again changing the anatomical insertion site, the swg could be inserted but after a bit stopped advancing. The user tried to remove the swg but felt some resistance to do so. As a result, the user tried to remove the catheter and swg which resulted in the separation of 5mm of the distal end of swg which remained inside the patient's body. Immediately the cardiac surgeon removed the residual material surgically. The removed swg was extended and the residual parts also could be collected. It is not known if there was another attempt after the removal of the swg or if there were any additional complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).